Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead, so it was explanted and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.